Event description:
A high blood glucose level of 535 mg/dl was reported, with the source of the reading being both a cgm and a bg meter. There was an adverse impact on the customer's blood glucose level. The customer took corrective action by administering a correction bolus via the pump. Technical support guided the customer through several troubleshooting steps, including inspecting the infusion set and tubing. Issues were identified with the t: lock connection and air bubbles in the tubing, which the customer was instructed to fix. The customer acknowledged the instructions and agreed to replace the necessary supplies and resume insulin administration.